Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.2, lab: 2.8. Therapeutic range 2.5-3.5, but physician recently tries to keep her 2.0-2.5 due to issues with her inr getting too high.

Manufacturer narrative:
Investigation pending.